Event description:
It was reported that patient underwent total knee arthroplasty 2008. In 2009, patient was revised due to loosening of the tibial plate. Tibial plate was replaced.

Manufacturer narrative:
Evaluation summary: a section of tissue measures to approximately 2cm by 8mm was returned. Calcification is detected, which is also noted in the x-ray. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation, however device evaluation is anticipated, but not yet begun.

Event description:
Reportedly a 2800, 27mm valve was explanted after a 55 month implant duration to severe aortic stenosis. A portion of the valve (part of a leaflet) is available for return, the rest of the valve was sent to laboratory for evaluation. No additional information available at this time.